Manufacturer narrative:
Since no product is being returned for evaluation and no further information appears, at this time to be attainable, the complaint cannot be confirmed or denied and a probable root cause cannot be determined. Should such information become available, it will be included in a follow-up report. The frequency is not stated in the labeling and is not occurring more frequently than expected. The severity is not stated in the labeling and is not occurring more severly than expected. The batch number of the device is unk and appears, at this time, to be unattainable. Since the batch number is unk, a review of the device history records is not possible.

Event description:
The physician claims that the graft was implanted in 2007 and leaked (exudate fluid). The device was left in. Additional info received as of 06/04/2007: the graft was implanted for a total aortic arch replacement procedure. The exact procedure (initial implant) date appears, at this time, to be unknown and has been approximated based upon available information as 04/15/2007. The exact event (leakage discovered) date appears, at this time, to be unknown and has been approximated based upon available information (2 weeks following the implant date) as two weeks later. The duration of the leakage was for 3 days from that same day. The nature of the leak was plasma, rather than blood. The part of the device from which the leakage occurred is unknown at this time. The quantity of plasma lost through the graft and the method used to stop the leakage are unknown at this time. Based upon additional information received, there were no similar complaints reported by the physician at this time. The catalog and batch of the device are unknown and appear, at this time, to be unattainable. Additional information received on 11jun2007: the leakage started 3 days post-operative and continued for two weeks. The part of the device from which the plasma leakage occurred is unknown and appears, at this time, to be unattainable. The quantity of plasma lost through the graft and the method used to stop the leakage are unknown and appear, at this time, to be unattainable. The graft was left in the patient. The post-operative condition of the patient is unknown and appears, at this time to be unattainable . Although the upn and batch are unattainable, the product type has now been confirmed as a hemashield platinum woven double velour vascular graft.